Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a procedure performed on an unknown date. According to the complainant, after unpacking the device, it was noted that the sheath was detached. The procedure was completed with another rotatable snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device found that the flare was detached. The catheter and the inner sheath were damaged in the middle of the device. The handle cannula was in good condition. The dongle shaft was deformed and the key was in good condition. There was evidence of the flaring process performed during manufacturing and functional testing could not be performed due to the device condition. The complaint was confirmed, the device flare is detached. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a procedure performed on an unknown date. According to the complainant, after unpacking the device, it was noted that the sheath was detached. The procedure was completed with another rotatable snare. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.